Event description:
It was reported that a atw35 was used during a esophagectomy procedure. It was reported by the affiliate that the cartridge fell into the pt. The cartridge was retrieved from the pt. There was no consequence to the pt.